Manufacturer narrative:
A synergy ous mr 4.00 x 24 stent delivery system was returned for analysis. A visual examination of the stent found damage. Stent struts on the proximal region were lifted and pulled in a distal direction. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08-jul-2020. It was reported that crossing difficulties occurred. The 90% stenosed target lesion was located in severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a 3.00 x 20mm balloon, a 4.00 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with the different device. There were no patient complications nor injuries reported and the patient status was stable. However, returned device analysis revealed stent damage.